Event description:
Patient presented to the physician with tongue deviation, tongue numbness, and slurred speech. Physician prescribed steroids and recommended speech therapy.

Event description:
Patient presented back to the physician with continued symptoms of neurapraxia but is improving. The patient is currently undergoing physical therapy and performing tongue exercises for symptom management.